Event description:
It was reported to philips that the flexvision screen was often blank at start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) replaced the flexvision control pc and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not working. Analysis of the system log file did not show any malfunctions related to flexvision pc. During troubleshooting, the fse found that the felxvision pc was not booting up by itself and could be turned on manually. The fse replaced the flexvision pc. The issue got resolved and flexvision pc issue reoccurred after a month. The issue was resolved by replacing the flexvision monitor in the subsequent case. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.